Event description:
Additional information clarified that, in addition to the shocking sensation, the patient experienced pain in the lower back following shoulder surgery (date unknown). It was noted that a grounding pad was placed over the implantable neurostimulator (ins) site during the surgery after which the patient felt the pain and shocking. At the time of this report the patient did not have an ins implanted. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2011 the patient experienced a shocking sensation and a loss of therapeutic effect from their implantable neurostimulator (ins). The shocking sensation occurred while standing position. With body movement, the patient noticed a change in stimulation. The ins was replaced. Additional information had been requested, but was not available as of the date of this report. For subsequent events, reference manufacturer report # 3004209178-2011-09953.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial (B)(4) showed no anomalies and had good, stable output was seen when using the electrode pair's settings as received. There was suspected body fluid in the connector port which was cleaned to allow insertion of the lead for testing. The device passed the test console test. The impedance test (in saline) showed normal values. Analysis of the lead model 3889-28 lot # v688770 showed no significant anomalies. The conductors were observed to be stretched. The continuity was acceptable and no shorts were seen between circuits. Normal impedances were observed.

Manufacturer narrative:
Lead model 3889-28 lot# v688770 implanted: (B)(6) 2011 explanted: na programmer model 3037 serial# (B)(4).